Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm and that a new reservoir would not deliver insulin. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 120 mg/dl. The customer was able to change the reservoir and the alarm was cleared. The customer was advised that their reservoir would be replaced, and to return the occluded reservoir back for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and placing into a medtronic 5 series insulin pump, performed manual prime, fluid flowed through the infusion set and catheter tip; conclusion the reservoir is not occluded.